Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that 178 low cartridge warnings occurred more than 3 times within a few days ¿without any logical reason¿. The user allegedly changed the cartridge, the tubing and the battery and was using the cartridge and the tubing per instruction for use. The user does not trust the pump anymore. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2017 with the following findings: the pump was returned for investigation with the low cartridge warning level set to 20 units. Review of the black box revealed one record of low cartridge warning (178) recorded on (B)(6) 2017 at 12:47. A bolus had been given prior to this warning, resulting in 16 units of insulin remaining in the cartridge, indicating that the low cartridge warning occurred appropriately. During the investigation, the pump was exercised for 24 hours with no low cartridge warnings duplicated. A low cartridge warning was reproduced for investigation; the pump gave the appropriate warning when less than 20 units of fluid remained in the pump and the correct message was displayed on the screen. The cartridge was removed and was visually confirmed to contain less than 20 units of fluid. There were no hypersensitive or stuck keypad buttons on testing. Investigation determined the low cartridge warning feature was operating as programmed without malfunction. Unrelated to the original complaint, the battery compartment was noted to be cracked.